Event description:
Baxter healthcare corporation (baxter) is issuing an important medical device correction for the minicap extended life pd (peritoneal dialysis) transfer sets listed below, which are manufactured with peroxide-cured silicone tubing that transfers solution to and from the patient.